Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00512 / 02721).

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on an unknown date. It was further reported patient underwent a revision procedure on (B)(6), 2002 for an unknown reason. Subsequently, a revision procedure was performed on (B)(6), 2006 due to acetabular cup loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided:

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent right total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2006 due to acetabular cup loosening.